Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for one patient sample tested with the elecsys hcg + beta test system (hcgb) reagent on a cobas e411 rack analyzer. The patient was on infertility treatment and expecting pregnancy. She visited the laboratory on her own when her menstrual cycle changed. On (B)(6) 2017 the hcgb was 0.453 miu/ml and was reported to the patient. On (B)(6) 2017 the patient had a new sample tested at another laboratory on a roche e411 analyzer with a result of 3273 miu/ml. On (B)(6) 2017 the original sample was tested on a different roche analyzer, model was not provided, with a result of 2238 miu/ml with a data flag. On (B)(6) 2017 the original sample was tested on the original e411 analyzer with a result of 2336 miu/ml with a data flag. There was no allegation of an adverse event. The hcgb reagent lot number was 15654201 with an expiration date of 09/30/2017. Performance testing was run on the analyzer.

Manufacturer narrative:
Preanalytical sample preparation may have been inadequate (tube inversions, centrifugation speed and time). No foam or fibrin was observed in the sample. There were several instrument alarms pointing to possible preanalytical issues. The recommended rack adapters for 13 mm sample tubes were not used, leading to possible tilting of the tube and subsequent pipetting issues. Temperature and humidity in the laboratory were ok. Performance testing on the analyzer met specifications. Additional information was requested for investigation but was not provided. Based on the available data the investigation was unable to determine a specific root cause. A general reagent issue can most likely be excluded. The most likely root cause was a tilted sample tube due to not using the recommended rack adapters, and/or poor sample quality. An additional possible root cause is insufficient analyzer maintenance.